Manufacturer narrative:
Device not available for return. Results: anatomical interference.

Event description:
All of the following was learned from a journal article (case report) by f. Jiritano, et. Al. Jhvd 2013; 22:741-742. Double valve replacement patient has 1 block leaflet of mitral valve, 2 yrs post-op. Re-op'd, replaced on-x valve w/tissue valve. Patient presented at hospital w/shortness of breath, anemia, nyha class ii. No re-op on 1st visit, after 3 months, has pulmonic edema also, then agreed to re-op. Intraoperatively, noted 1 leaflet stuck w/the preserved subvalvular apparatus protruding through the valve, no thrombus, or pannus present. No info on exact mitral mode, s/n, implant date/explant dat. Corresponded w/surgeon who wrote the article to get this info and return of the valve for investigation but received no answer. It is clear from the article that the valve did not malfunction because of a manufacturing deficiency. The valve's dysfunction caused by the preserved subvalvular apparatus protruding through the valve can occur with any bileaflet mechanical valve.